Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(4).

Event description:
It was reported that during implant of the left ventricular lead, resistance was noted when placed through the introducer. After multiple attempts, a dissection was noted and access was lost. The patient was asymptomatic to the dissection and was noted to be fine following the procedure. No intervention was reported. On (B)(6) 2015, epicardial left ventricular leads were implanted.